Event description:
It was reported that the fiber tip broke off in the kidney during the procedure. It reportedly took approximately one hour for the physician to retrieve the pieces of the fiber tip from the pt's kidney using a stone basket. No pt injury was reported as a result of this event.